Event description:
Report received of tubing during CT power injection. Contrast was being injected through the extension set at 3cc/second during a pulmonary angiogram when the tubing ruptured. There was no blood leakage. The blood backed up to the puncture site. The tubing was clamped off before any blood leakage occurred. Contrast sprayed on the patient's skin/hair, but not in their eyes. The IV site was not lost, the extension set was removed and adapter placed. The test did not need to be repeated. There were no reported adverse patient effects.